Event description:
Smoke was noticed coming out of the ventilator while it was connected to a pt. The ventilator was alarming. The ventilator was turned off and unplugged. The pt was placed on another ventilator. There was no pt injury.